Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the patient's age incorrectly. Date of event, corrected data: the initial report inadvertently reported the approximated date of event incorrectly.

Event description:
During review of the manufacturer's programming database, it was observed that upon initial interrogation on (B)(6) 2008, the patient's settings were at parameters that are indicative of a faulted systems diagnostic test occurring. There is no data prior to this date; it is likely a systems test faulted at the implant surgery on (B)(6) 2007. The settings were all corrected on (B)(6) 2008. No patient adverse events were reported. Manufacturer labeling indicates to perform a final interrogation prior to the patient leaving the clinic/hospital to identify and correct such programming anomalies.

Manufacturer narrative:
Analysis of programming history.